Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port of the bag. The issue was identified during checking procedure, right after mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 25, 2021 - april 26, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.